Manufacturer narrative:
H10. H3. Investigation results - there is no specific device information reported. The cause of the patient's condition and pending revision surgery as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
As reported via legal documentation the patient had a bilateral knee replacement on (B)(6) 2015. Right knee revision is scheduled for (B)(6) 2023, approximately 8 years and 3 months after the initial procedure. There is no notification as of (B)(6) 2024 of the surgical revision procedure. The patient's right leg gets very swollen. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.